Event description:
It was reported, following the field safety notice (fns) dated (B)(6) 2014, isolated and abnormal osteolysis was identified for the pt. The event occurred in (B)(6), in (B)(6). The device was used by dr (B)(6). Identifying device info (lot number, product ID number), has not been provided. This info has been requested along with pt impact info requests.

Manufacturer narrative:
The device will not be returned since it was implanted. Based on reported info, integra has initiated an investigation.